Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of claudication and restenosis are known potential patient effects as listed in the supera instructions for use. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a peripheral stenting procedure with implantation of a 4.5 x 60 mm supera stent in the popliteal artery. On (B)(6) 2016, the patient experienced claudication and restenosis was noted in the supera stent. A revascularization procedure was performed, with laser atherectomy and angioplasty. No additional information was provided.